Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling power supply was not functioning and defective. Therefore, the reported condition was confirmed. It was further determined that there was a defect in coupling performance. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the quick coupling device did not function properly. It was further reported that there was an issue with the bearing on the device causing it not to function. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in the surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.